Event description:
It was reported that the patient had 75% occlusion of an extrinsic outflow graft obstruction (eogo). This was unchanged from a computed tomography done in (B)(6) 2024. The patient's ventricular assist device flows were above 3.5. The patient would be continued to be monitored with serial imaging.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: corrected section d4: corrected catalog number and primary UDI manufacturer's investigation conclusion: the report of extrinsic outflow graft obstruction cannot be confirmed through this evaluation. Multiple attempts for additional information were sent to the customer; however, no further information was provided at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length.". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that extrinsic outflow graft obstruction was found during the patient's computed tomography (CT) scan. No intervention was done at the time. The team planned to get serial CT scans to assess outflow graft patency.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.